Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's relative contacted technical services on (B)(6) 2015 and reported discolored drain fluid. Follow-up with the pd patient's registered nurse (rn) revealed the patient was requested to visit the clinic on (B)(6) 2015 for evaluation. Per pd rn the patient was diagnosed with (B)(6) peritonitis on this day and stated the patient did not practice aseptic technique when completing peritoneal dialysis treatments and stated the infection was attributed to touch contamination. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient was not hospitalized for the episode of peritonitis and was treated in-clinic. As of (B)(6) 2015, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue, the complaint of discomfort and signs and symptoms of peritonitis had resolved. Medical records were requested.